Event description:
It was reported that prior to use with bd plastipak¿ sterile plastic syringe there was a mix of product in 2 packages. The following information was provided by the initial reporter, translated from spanish to english: 2 units with foreign needle ¿ please clarify the difference between ¿units with foreign needle¿ a: I clarify the difference between ¿units with foreign needle ¿the foreign needle is a needle that does not correspond to the requested product.

Manufacturer narrative:
Investigation summary photos received by our quality team for investigation. Upon visual evaluation, the presence of a hub needle with a different color to the reported/acquired apparently 26g was verified. A device history review was performed for lot 2166826, maintenance records related to the failures reported were found. Thirty two retention samples from the same lot were evaluated, no defects or issues observed. Based on the teams investigation, possible root cause for mixed product is associated with transfer of materials in the feeding systems or handling packages.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd plastipak¿ sterile plastic syringe there was a mix of product in 2 packages. The following information was provided by the initial reporter, translated from spanish to english: 2 units with foreign needle please clarify the difference between ¿units with foreign needle¿ a: I clarify the difference between ¿units with foreign needle ¿the foreign needle is a needle that does not correspond to the requested product.